Manufacturer narrative:
The investigation determined the customer obtained higher than expected vitros k+ and vitros na+ results from a non-vitros quality control fluid and a higher than expected vitros k+ result from a single patient sample processed using vitros chemistry products k+ slides lot 4102-0973-1147 and vitros chemistry products na+ slides lot 4208-0969-1081 on a vitros 5600 integrated system (s/n (B)(4)). The unacceptable patient sample and qc results were obtained after recalibration of vitros na+ and vitros k+ using vitros chemistry products calibrator kit 2, lot 0257. The investigation concludes that user error with preparation of the calibrator fluid is the assignable cause. The instructions for use (IFU) for the vitros chemistry products calibrator kit 2 instructs the customer to add 3.0 ml of the appropriate diluent to each vial. However, the customer prepared the calibration fluid using a 5ml pipette. Suboptimal calibrations were obtained for vitros na+ and vitros k+ which subsequently generated the unacceptable qc and patient sample results. Recalibration of vitros na+ and vitros k+ using calibrators prepared with a 3ml pipette has resolved the issue as the post calibration qc results were acceptable. There was no indication that the vitros 5600 integrated system, or the vitros slide lots in use malfunctioned.

Event description:
A customer observed higher than expected vitros potassium (k+) and vitros sodium (na+) results obtained from a non-vitros quality control (qc) fluid, and a higher than expected vitros k+ result for a single patient sample, using vitros chemistry products k+ slides and vitros chemistry products na+ slides processed using a vitros 5600 integrated chemistry system. Level 1 omnicore control lot 19021a vitros na+ result 206.6, 210.1, 208.3, 208.6, 194.2 mmol/l versus expected customer baseline na+ result 119.8 mmol/l. Level 1 omnicore control lot 19021a vitros k+ result 4.55, 4.59, 4.56, 4.56, 4.29 mmol/l versus expected customer baseline k+ result 2.64 mmol/l. Patient sample result 5.1 mmol/l versus expected result 2.9 mmol/l from alternative vitros 5600 system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if patient samples were affected. The patient result was not reported from the laboratory and there was no allegation of patient harm as a result of this event. (B)(4).